Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation of atrial fibrillation (a fib) to treat paroxysmal fibrillation a farawave was selected for use. There was an appearance of bubbles in the irrigation of the catheter or plastic issue or glue but appearance of bubbles. Impossible to remove by flushing. The procedure was completed using an alternate device. No patient complications were reported. The device is not expected for return.

Manufacturer narrative:
Our post market quality assurance laboratory reviewed a picture attached to the complaint, and it is possible to observe the luer opaque through the flush tubing. It seems to be part of the assembly between the flush tubing and the flush luer.

Event description:
During an ablation of atrial fibrillation (a fib) to treat paroxysmal fibrillation a farawave was selected for use. There was an appearance of bubbles in the irrigation of the catheter or plastic issue or glue but appearance of bubbles. Impossible to remove by flushing. The procedure was completed using an alternate device. No patient complications were reported. The device is not expected for return.